Event description:
The reporter states doing meter to hcp meter comparison tests, within 10 minutes. Rptr's meter reading was 110 mg/dl, and rptr's dr's meter (type unknown) read 210 mg/dl. Rptr stated that rptr had symptoms of thirst, blurred vision and was hungry. A control test was low, out of range (96-144). On followup, the reporter states checking the confirmation dot for enough blood. Rptr had changed the meter batteries, and testing with new strips, had the same results. No harm was alleged.